Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd saf-t-intima¿ the catheter tube was broken after indwelling for 12 hours. The following information was provided by the initial reporter, translated from chinese to english: after kidney transplantation, the patient had almost no voluntary movement and the catheter tube was broken after indwelling for 12 hours.